Event description:
Three treatments were performed on low speed of the ostial circumflex artery for twenty-five seconds. The lesion was 95% stenosed and heavily calcified. Following the treatments, the viperwire advance guide wire was repositioned, and the physician observed the radiopaque tip had detached from the guide wire. The fractured guide wire fragment was successfully snared. Stent placement was completed. The patient was stable with no consequences.

Manufacturer narrative:
The guide wire spring tip section was returned to csi for analysis. The guidewire was fractured at the proximal spring tip solder bond. Scanning electron microscopic analysis revealed evidence of ductile torsion. Further analysis did not determine that the wire failed due to design or failure to meet specification. It was determined that the cause was due to an extreme and abnormal stress condition, however, the exact root cause of the fracture was unable to be determined. The material inspection report for this guidewire lot number has been reviewed. No issues or discrepancies were noted during this review that would have contributed to the reported event. The device met material, assembly, and quality control requirements. The results of the investigation are inconclusive since the reported device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined. Csi ID: (B)(4).